Event description:
It ws reported that during preparation for a percutaneous coronary treatment procedure, stent dislodgement occurred, the unspecified target lesion was located in the right coronary artery. A 3.00x20mm promus element plus drug eluting stent was being prepared for the procedure when the stent dislodged from the stent delivery system. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years older. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).